Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 10.4 cm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 10 mm, proximal diameter of non-aneurysm aortic neck was 33 mm, distal diameter of non-aneurysmal aortic neck was 34 mm, diameter of right iliac artery was 13 mm, diameter of left iliac artery was 11 mm, diameter of right femoral artery was 8 mm, and diameter of left femoral artery was 8 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 5 percent. It was reported that a recent CT with contrast noted mild concentric thrombus within the upper portion of the stent graft. The aneurysm is 9.5 cm in diameter. It was noted that the thrombosis was present and unchanged on a previous scans. There was no reported intervention or action taken. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: thrombosis/occlusion. Unknown cause of thrombosis. Conclusion: unknown cause of thrombosis.

Event description:
Additional information was received for this case. It was reported that the proximal end of the bifurcated stent graft has migrated proximal. The investigator indicated that there has been no intervention. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.